Event description:
Customer reportedly rec'd results of 352 mg/dl and 216 mg/dl on inform system 1, and result of 137 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550966, expiration date 07/31/2010). Reference medwatch report with (B) (4) for the suspect device used in system 1.